Event description:
Customer alleged blood glucose results of 350 mg/dl and 101 mg/dl when testing was performed back-to-back on the advantage system. The customer did not report on symptoms and did not treat or act based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.